Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4)superseded by mdd CAPA (B)(4).

Event description:
Asr revision. Asr xl. Right hip. Reason for revision: unknown. Doi: (B)(6) 2010. Dor: (B)(6) 2019. (Right hip).